Event description:
From staff: radiofrequency ablation catheter 90 focal was plugged into rfa machine and connected appropriately. When attempting to use error message came over rfa machine e86. Sales rep notified who said to use a different catheter that it must be faulty. New catheter was used. No harm to patient. Manufacturer response for electrosurgical, cutting coagulation accessories, barrx (per site reporter). Sales rep notified and said to use a different catheter that it must be faulty.